Event description:
It was reported that the patient¿s insulin delivery was unintentionally interrupted for several hours when the infusion tubing became disconnected, after which the caregiver refilled the tubing to check for occlusion, reconnected the system, and planned to monitor; the event involved an infusion set and cartridge on an ilet system and included troubleshooting and education regarding reconnection. Symptoms included hyperglycemia with a sensor reading above 400 mg/dl without fingerstick confirmation. Outcomes included no hospitalization and ongoing home monitoring. Investigation included customer interview and troubleshooting of the infusion set and tubing for occlusion. Investigation of this case revealed a probable loss of insulin delivery due to a disconnected infusion line. It was concluded that hyperglycemia occurred secondary to interrupted insulin infusion from a disconnected infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.